Manufacturer narrative:
Evaluation summary: the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changesand causes fogging. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805.

Event description:
One led defect. Moisture inside the objective lens. Unclear image this event occurred at the time of during inspection. There was no report of patient harm.